Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and four months post deployment, the patient complaints of left upper quadrant pain, a computed tomography (CT) chest abdomen and pelvis was performed, and it revealed that the filter was noted with its tip below the level of the renal veins. Approximately eight years and nine months later, a computed tomography (CT) abdomen was performed and it revealed that the tip of the filter abuts the wall of the inferior vena cava and the tip was approximately 5.5cm below the left renal vein. There are struts of the filter that are outside the confines of the walls of the inferior vena cava medially and are seen within the aortocaval space. There was a strut seen outside the confines of the wall of the inferior vena cava posteriorly and one of the medial struts was seen abutting the right lateral wall of the abdominal aorta. Therefore, the investigation is confirmed for perforation of the inferior vena cava. However, the investigation is inconclusive for filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated to the aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.